Manufacturer narrative:
A field service engineer was dispatched on 11/02/2015. The fse checked and reseated peak tubings and prefilter housing. The fse replaced the prefilter and ran patient samples with no issues. The fse reported rt (retention time) within range, pressure running within range. The fse upgraded the software to version 5.23. No further action required by fse. The g8 analyzer is functioning as intended with all issues cleared. The most probable cause of the reported event fault of failure of pre filter housing leaking. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report isbeing submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2015 a customer reported error 221 and leak at filter with the g8 analyzer. The customer performed troubleshooting by replacing the filter but the leak continues and then experienced missing a1a error on (B)(6) 2015. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.